Event description:
It was reported that floating particles were found in 3 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: " caller reported floating particles in the syringe that didn't appear in the insulin. Cts verified particles not bubbles. Number of occurrences - 3 syringes/needles. Did the caller insert the needle into the cartridge and encounter fill resistance? - no, didn't try filling cartridge. Product with issue - bd 3ml syringe, pn 309657. Product lot # -0044146, 8318675, unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no."

Manufacturer narrative:
H6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Corrective and preventive action, CAPA#400567, has been established. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that floating particles were found in 3 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: " caller reported floating particles in the syringe that didn't appear in the insulin. Cts verified particles not bubbles. Number of occurrences - 3 syringes/needles. Did the caller insert the needle into the cartridge and encounter fill resistance? - no, didn't try filling cartridge. Product with issue - bd 3ml syringe, pn 309657. Product lot # -0044146, 8318675, unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no".